Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, scratched lcd window, and with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated the numbers on their keypad were ramping and scrolling. Customer's blood glucose was 162 mg/dl at the time of the call. The customer stated the keypad anomaly, began after being submerged in water. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.